Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) is suspected to be exhibiting premature battery depletion. A save to disc was obtained and sent to boston scientific crm for evaluation. This disc has been forwarded to a software engineer for evaluation. To date, there have been no reported patient symptoms associated with this clinical observation.